Manufacturer narrative:
The customer clarified that the sample was repeated because the high gluc3 result did not match the patient's history. No other similar events have occurred. The customer has not adjusted their centrifugation time.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for gluc3 glucose hk (gluc3) on a cobas integra 400 plus. The initial gluc 3 result was 244 mg/dl. This result was reported outside of the laboratory. On (B)(6) 2017, the sample was repeated twice with results of 92 mg/dl and 94/mg/dl. A precision check was performed on (B)(6) 2017 and the results were ok. There was no allegation that an adverse event occurred. The gluc3 reagent lot number was 21726101 with an expiration date of 05/31/2018. Calibration and quality control data were acceptable. Precision check data from (B)(6) 2017 was acceptable. A specific root cause was not identified. Additional information was requested for investigation but was not provided. A general reagent issue can be excluded since calibration and qc data was acceptable. No instrument logs were provided for the day of the event. There was an alarm observed from (B)(6) 2017 indicating the analyzer temperature was out of range. Additional alarms were "fluid cooling pressure for the cooling unit was not being controlled" and "not enough fluid was detected." The customer is using a centrifugation time of 5 minutes at 4800 rpm. Based on the sample tubes in use, the customer should be using a centrifugation time of 10 minutes at 3700 rpm. Based on the information available for investigation, a pre-analytical issue seems likely due to the customer¿s centrifugation time.